Event description:
While opening to the back surgical table, scrub tech noticed that the outside packaging, of the convertors general purpose sterile three-quarter drape, was stuck to the inside sterile wrapping. As it was opened, it ripped the inside wrapping making it no longer sterile.